Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was confirmed. However, visual inspection found a buckling upstream occlusion (uso) seal. This indicated a reportable malfunction based on the uso seal. The uso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
One device was returned with report of a bubbled and delaminated downstream occlusion seal. Visual inspection of the returned device revealed a buckling upstream occlusion seal. There was no patient involvement.